Event description:
Boston scientific crm received information that this device, which was included in the shortened replacement window advisory march 2009 population product advisory was initially communicated on 4/5/2007, exhibited a battery voltage of 2.67 volts after 29 months of implant and currently exhibits a battery voltage of 2.57 volts after 42 months of implant. To date, no adverse patient effects were reported with this clinical observation. Additional information was provided that the patient heard beep tones, and the device was subsequently found to have reached elective replacement indicator (eri). Ts recommended follow up with the physician to discuss further. To date, there have been no reported adverse patient effects related to this clinical observation.

Event description:
Additional information was provided that the device was later explanted and returned for analysis.

Manufacturer narrative:
The device is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had a compromised low voltage capacitor that did not meet design specification. Despite this compromised capacitor, current leakage was not sufficient to adversely impact device longevity. Normal pacing, sensing, and defibrillation therapy functions were verified during testing.